Event description:
It was reported that during an implant procedure on (B)(6) 2021, the patient's pacemaker appeared to have been oversensing noise. The physician suspected that the device header and its connection to the leads might have been responsible for this anomaly. A new device was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.